Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the header of the implantable cardiac monitor would become detached from the device during its explant procedures. There were no reported adverse consequences to the patients.